Manufacturer narrative:
Medical records were reviewed by post market surveillance staff. Medical records did not contain dialysis treatment records, progress notes, physician orders, medication records or additional laboratory results for review. The received medical records did not contain a death certificate or an autopsy report. The patient's nurse stated the patient was not dialyzing at the time of the event and outcome. There was no documentation in the medical records supporting a possible association between the fresenius dialysis products, the event of cardiac arrest, and the outcome of death. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
Medical records were provided by the patient's dialysis center. On (B)(6) 2015, the patient was admitted to a skilled nursing facility with a diagnosis of (B)(6) and sternal wound requiring wound care. On (B)(6) 2016 for approximately one hour prior to 1049, the patient experienced unexplained syncope. At 1049, the patient experienced a witnessed cardiac arrest at the skilled nursing facility. Cardiopulmonary resuscitation was initiated and two rounds of epinephrine was administered via intravenous push (ivp) (dosage not reported). Emergency medical services transported the patient to a hospital's emergency department. The patient presented on arrival in pulseless electrical activity, no spontaneous movements and mottled appearance. Upon arrival to the emergency department, cardiopulmonary resuscitation efforts continued, epinephrine was administered with no response and complete cardiac standstill. Review of medical records revealed in the medical decision making section that the cardiac arrest was likely from sepsis, hyperkalemia, or possible cardiac cause with time of death being called at 1135.

Manufacturer narrative:
(B)(4).

Event description:
It was reported by a peritoneal dialysis (pd) nurse that a patient on continuous cycling peritoneal dialysis (ccpd) using fresenius liberty cycler expired in the hospital due to cardiac arrest. The cause of hospitalization was not provided. It was stated the patient was not connected to the cycler when the event occurred, however, the patient may have used the cycler for treatment that day. No further information was provided.